Event description:
Pt death reported during deployment of AED. (B) (4).

Manufacturer narrative:
(B) (4). Device memory and ECG reviewed - AED not returned. Device internal memory reviewed. Customer originally reported that AED failed to shock vt rhythm. Subsequent review of ECG concludes that artifact resulting from CPR was mistakenly identified by the customer as vt in initial communication of event. Presenting rhythm was asystole report is being filed as it cannot be concluded that device did not contribute to event. Analysis of event data indicates that AED could not analyze due to external artifact. Device labeling and voice prompts provide cautions and instructions regarding steps to avoid this issue.